Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while the nurse prepared the vertecem v+ in the mixing system as usual, the handle got stuck at the first maneuvering. The surgeon assistant tried to help with the handle, but the handle broke. After that the nurse prepared a second vertecem v+ system from the same lot and the same thing happened. A third vertecem v+ system with a different lot was available and it worked. It was reported there was a surgical delay of fifteen minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient date of birth/age is unknown. The 510k number has not yet been assessed in the united states. Device is not distributed in the united states, but is similar to a device marketed in the us. Manufacturing evaluation: device received in opened original packaging. The supplier did an investigation - the cement of the mixing system is already hardened and contaminated. Because of the condition, the supplier could not do any further investigation on the device. The complaint was forwarded to the responsible manufacturing site for investigation. The returned kit has been analyzed in the laboratory. Due to the position of the mixing paddle, it is likely that the piston initially was moveable. Since the mixing system is contaminated with hardened cement, a root cause cannot be determined. A verification of 3 reserve samples of the affected batches showed no abnormalities. Based on these findings, no discrepancy of this batch number was found. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. The exact cause of failure cannot be determined as the time-of-use condition of the product package cannot be ascertained. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.